Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, additional manufacturer narrative. Additional information: type of report: follow up, type of report: follow up, if follow-up, what type?: additional information/correction, event problem and evaluation codes. The customer called in stating that the display monitor on the central nurses station (cns) was intermittently turning off. Vitals were still being captured and visible on the rns. Tech support requested that the uninterruptible power supply be replaced with a good unit to test, no further contact with customer. Power supply appears to be the culprit for the malfunction. Tech support contacted the customer informed that he sent the malfunctioning monitor out for repair through a third-party company. Issue is resolved.

Manufacturer narrative:
The customer called in stating that the display monitor on the central nurses station (cns) was intermittently turning off. Vitals were still being captured and visible on the rns. Tech support requested that the uninterruptible power supply be replaced with a good unit to test, no further contact with customer. Power supply appears to be the culprit for the malfunction. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer called in stating that the display monitor on the central nurses station (cns) was intermittently turning off. Vitals were still being captured and visible on the rns.